Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by priming the set. Priming was successfully performed with no issues noted. Underwater clear passage testing and pressure testing were performed, and the device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type standard bore catheter extension set leaked. This occurred during patient infusion with lactated ringer's. It was stated that the "cap" from the new y-set IV tubing spontaneously fell off and resulted in 25-50m l blood flowing back out of the line after 6 hours of infusion. A new cap was placed on the site that was leaking and the area was cleaned. There was no report of patient injury or medical intervention associated with this event. No additional information is available.